Event description:
Medtronic received information that prior to use of a dlp aortic root cannula with vent line, it was reported that one of the pickers had a near miss and almost pinched her finger with this component. The device has a protective cover/sheath but unfortunately it has come off the component too easily. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the protective sheath on the cannula has come off on several occasions causing unsafe working conditions for whomever is handling the product.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.